Event description:
It was reported that the patient presented to the emergency department due to syncope. The ventricular capture management on the implantable pulse generator (ipg) had adapted down to 2 v when the patient's capture threshold was at 1.75 v. The patient is completely dependant in the ventricle and has experienced several syncopal episodes and asystole due to the low ventricular output that was programmed due to capture management. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Ventricular capture management maximum measured threshold ranged from 1.5 volts to 1 volt from 2014-08-21 to 2014-09-01. Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2006. (B)(4).